Manufacturer narrative:
E1, address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 error during inspection for use, involving an olympus xenon light source. There was no patient involvement.